Event description:
A home patient reported finding a hole in an extension set before use. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA april 20, 2007. Baxter's product surveillance department is pursuing additional information regarding this incident. A follow up report will be submitted if additional information is received.